Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mrwj, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported sudden bleeding in the vaginal area on (B)(6) 2015; it was noted that the patient had a total hysterectomy prior to implant in 1999 so she should not be bleeding. The patient was going to follow up with their healthcare provider (hcp). Additional information received reported that the cause was "perhaps" due to bladder infection, noting the blood spotting occurred 2 days after exercising and she had bladder pain for 2 weeks. The patient took antibiotics for 3 days and the spotting was resolved.